Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of atrial fibrillation (af) resulting in inappropriate anti-tachycardia pacing (atp). Device data was sent to rhythmcare for review. Rhythmcare then discussed programming and troubleshooting options. This device remains in service. No adverse patient effects were reported.